Event description:
It was reported the 9800 system would intermittently not boot up and there were communication errors. No patient injury was reported.

Manufacturer narrative:
The service rep installed new sbc cables. The unit operates as intended.